Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent an incarcerated ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. Additional information was provided that the patient underwent removal and excision of infected hernia repair mesh and repair of recurrent incarcerated ventral hernia surgery on (B)(6) 2016 and the surgeon noted a ¿foul odor in the umbilicus and some mesh was actually poking through the skin and was visible on the outside.¿ the mesh was noted to be adherent ¿to the undersurface of the peritoneum and omental tissue¿ and the surgeon had to ¿resect most of the umbilical skin in order to get clean skin¿ and remove the mesh and permanent suture material. It was further reported the patient underwent a laparoscopic incisional hernia repair on (B)(6) 2016; however no details are provided regarding this procedure. No additional information was provided.